Event description:
The caller alleged discrepant results with repeated test results.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio repeated inratio results provided by end-user at time complaint was filed: if the value is greater than 20% the criterion is not met. %cv is 127.99 which is more than 20% the criterion is not met as per internal procedure rev.2. Product will be investigated.